Event description:
Nurse was disconnecting the patient's main IV fluid tubing from the patient's IV site to saline lock the patient for transport. The main IV set's male adaptor broke apart from the main IV tubing and was left attached to patient's IV site (hemostats used to pry the hard plastic male adapter portion of tubing from the patient's IV site). Nurse opined that the male adaptor was not sufficiently "bonded" to the IV tubing.